Event description:
Damage of the septum which creates a chemotherapy solution leak on the patient's skin. Q-syte located between patient and stopcock 3.

Manufacturer narrative:
A supplemental report will be filed upon receipt and investigation of product to be returned. (B)(4). Date submitted 04/19/2010.